Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 308 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and a broken belt clip slot.